Manufacturer narrative:
The reported blood loss is attributed to treatment being terminated without performing rinseback. The cartridge was not returned for evaluation therefore, the exact cause of the leak is unknown. All cartridges are 100% leak tested during the manufacturing process. The user's guide troubleshooting section includes instructions to check for leaks in response to the system alarm and to terminate treatment and rinseback patient's blood if a leak is observed. The user's guide also states to periodically check for fluid leaks and to terminate treatment and rinseback the blood if a leak is noted. Facility staff has been notified of the event. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a system alarm occurred during a routine hemodialysis treatment. Clear fluid was noted under the cycler. Rinseback of the patient's blood was not completed due to a concern of clotting resulting in an estimated blood loss of 190cc. No medical intervention was required.